Event description:
Brought here for check up of the old stents and to do the angioplasty and stenting of the right coronary artery. At the end of procedure, (after des stent delivery, after angiography performed and after the 1st coronary guide wire removed), during the removal of the 2nd coronary guide wire, a small tip of guide wire was sandwiched between the old and new stents. A small tip of the guidewire was jailed in between the old stent and new stent as the patient had a complex procedure with double wiring and the second wire was failed in between the old stent and the new stent, and tip of the soft guidewire was sandwiched between the old stent and new stent under high pressure stent deployment.